Event description:
It was reported that the customer had battery issues. The customer received a battery out limit, weak battery, and failed battery test alarms. Her blood glucose level was 329 mg/dl. The metal part of the battery cap and spring in the insulin pump had a rainbow color. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.